Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while flushing through the 3-way stopcock, a leak was observed. It was noted that the leak was coming from the connection of the three-way stopcock to the actual port on the guide. It was noted that after the removing the 3-way stopcock, a crack was observed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported cracked and leaking flush port was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history indicated a potential product quality issue. The investigation determined the root cause to be mother nature/environment due to environmental stress cracking (esc) occurring on the luer. Based on the investigation of the returned device, the most likely root cause was determined to be mother nature/environment due to environmental stress cracking (esc) occurring on the luer. The reported leak was a cascading event of the reported cracked flush port luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a